Event description:
It was reported that the connector for the extension tubing was unable to be engaged securely. It was reported this occurred with five devices. This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0662 showed twenty seven other similar product complaint(s) from this lot number.